Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was difficult to manipulate during an implant attempt. It was also noted that there was material attached to the insulator at the proximal lead. The physician used a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the lead passed introducer test, tissue visible inside the helix, no other material found. If information is provided in the future, a supplemental report will be issued.